Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available atrial pacing impedance trend curve showed stable values around 380 ohms between april 2019 and october 2019. The sensing amplitude in the atrial channel was around 3.9 and 4.7 mv with intermittend drops to between 1.5 mv and 2 mv in the same time period. Furthermore, the available iegms showed artefacts on the atrial and the right ventricular channels as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 80 months after the implantation oversensing episodes on the ventricular and on the atrial channel were noted. The leads remain implanted and active.